Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed before the pod was able to be worn.

Manufacturer narrative:
The device was returned with the adhesive liner attached, cannula fully deployed, and the slide insert was visible in the viewing window. The cannula was observed in between the adhesive pad and the liner, it cannot be determined when or how the cannula got there. No damages or defects were found with the needle mechanism that would cause the needle to deploy early. The device data indicated that first and second prime was completed. The needle mechanism was reset and was re-deployed and the needle was able to re-deploy as intended. The cause of the needle deploying early could not be conclusively determined.